Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the reported information, reportedly, due to user error, step 2 was done incorrectly; IFU perclose proglide instructions for use, IFU states, ¿depress the plunger with the right thumb (in the direction marked #2) until you visually confirm collar of the plunger makes contact with the proximal end of the body. In addition, to the visual confirmation, an audible click should be heard to confirm the needle and cuff engagement. The reported difficulty appears to be related to the user error. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
H6: device code 2017 clarifier - failure to follow steps / instructions. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
This was reported as an arteriotomy closure of the common femoral artery using the pre-close technique prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, due to user error, step 2 was done incorrectly; when the plunger was retracted in step 3, the suture was not present and the knot was still in the device. The suture of at least one new proglide device was successfully pre-placed. The sheath was upsized to an 18f and the tavi procedure was completed. Hemostasis was achieved with the pre-placed proglide suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.